Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level was "high", specific value was not provided. Customer's spouse administered a correction bolus via the pump. Reportedly a new cartridge was loaded, and insulin delivery was resumed.